Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a driveline infection and the initial treatment for the infection consisted of IV antibiotics. The pt is currently on oral antibiotics and the infection is classified as chronic.